Event description:
Adverse event: "hyperopic surprise" (postoperative refraction, unexpected). Product problem "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens was explanted due to a hyperopic surprise. A calculation error had resulted due to the pt's history of lasik. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/24/2010 and 04/15/2010 by phone, mail and fax. Add'l info was received by phone. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).